Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: black display.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: the root cause was determined to be defective display cable. In consequence the display cable was replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: summary: black display.